Manufacturer narrative:
In (B)(6) 2020 it was reported that the foam of the oral suction swab was found to be detaching. At the time, it was reported that no serious injury or medical intervention occurred. Samples were returned to the manufacturer with some samples noted to have missing foam. A review of the manufacturing and inspection records for the reported lot was performed and no non-conformances were identified. The returned samples which still had foam and stock samples of the same product from the same lot were subjected to a foam-pull test and no detachments occurred. The reported product problem/issue was unable to be reproduced and a definitive root cause was unable to be determined. On 08-feb-2021 a medwatch ((B)(4)) from the reporting facility was received by the manufacturer. Additional follow-up with the reporting facility identified that three (3) comatose patients were affected by the reported product problem/issue. Reportedly, the foam detached into the mouth and was required to be retrieved. No additional medical intervention or adverse patient impact was reported. Due to the reported need for medical intervention to retrieve the detached foam from the mouth, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the foam of the oral suction swab was found to be detaching.